Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness. It was further reported that the right atrial (ra) lead had high thresholds and loss of capture. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.